Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with complaints of shortness of breath. Upon interrogation there was oversensing of noise on the right atrial (ra) channel leading to inappropriately stored atrial tachy response (atr) events. It was also noted that the pacemaker and ra lead exhibited low out of range impedance measurements of less than 100 ohms. The noise was only able to be reproduced when the patient extended their arm out and reached down. The device was reprogrammed to pace and sense in the ventricle and not in the atrium, thus electrically abandoning the ra lead. The pacemaker remains in service. Both the pacemaker and ra lead remain implanted. No adverse patient effects were reported.